Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was not being sensed by the device. It was noted that the noise looked like telemetry interference. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).